Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the health care provider (hcp) called him that they went to reprogram the patient's and discovered that the device has been off since the beginning of the (B)(6). The reporter stated that the patient had not used the patient programmer during that time. The reporter stated that the hcp told him that they asked the patient to show them how they use the device and the patient used the device correctly. The reporter stated that the hcp was keeping the patient's programmer and they would have the patient come back next week to check the device and make sure it remained on. It was indicated that the implantable neurostimulator (ins) was turning off by itself. It was reported about couple weeks later that there was no symptom associated with ins turning off by itself. It was indicated that the hcp turned the unit on. Checked back with patient a week later and unit was still on. There was no cause determined may have been patient's error. It was undetermined if the turning off by itself has been resolved. The patient was getting an x-ray to determine if system has a positioning issue.